Event description:
Used amo complete moistureplus contact lens solution. Once per day for four or five days, in the morning as a rewetting solution. Misplaced the solution, so stopped using it. Within two weeks noticed right eye crusting over at night, blurred vision, & slight irritation in eye. Over a period of two weeks following, removed contact lens completely on five occasions for a period of five to 24 hrs. Eye would be slightly sore or irritated without lens. Inserted new contact lens each time. Vision was more clear for a short period though within hours blurred vision would return.